Event description:
Map shift of 3 cm was observed during procedure. No pt injury reported. If a map shift occurs without alerting the user, there is potential for pt injury due to risk of ablating in the correct location.